Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp reported that the previous ins was replaced and that ins was also ¿not working.¿ the hcp had no further information. No further complications were reported.